Event description:
It was reported that during implant high impedances were measured on all electrodes after the extension was connected to the implantable neurostimulator (ins). The extension was replaced and all impedances were measured to be okay. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension found no anomaly. The extension tested electrically okay. During analysis, the extension was connected to a known good activa rc ins and a model 3387 lead; all connections functioned normally mechanically and electrically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.